Manufacturer narrative:
One device was returned for analysis. Functional and visual testing were performed, and the reported issue was duplicated. Further investigation found that the upstream occlusion (uso) seal was buckling. The cause of the reported issue was unknow. The downstream and upstream occlusion seals were replaced. A review of the service history found no indication that the complaint was related to any service activities performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor was ripped and bubbled. The screen was also slightly scratched. The event had occurred during testing.